Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-70, serial number: (B)(6), batch/lot number: 7077251, model/catalog description: coveredge 32 MRI paddle lead 70cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite of optimizing the program. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.